Event description:
Philips received a complaint by the customer on the v60 indicating that a high ground resistance failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a high ground resistance failure occurred. The customer ordered a power cord to replace. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The customer replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.